Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. It was also received with cracked case at the display window corners, cracked reservoir tube, scratched lcd window and broken battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the insulin pump's battery and the screen did not turn on. The customer stated that the display had been blank for 10 hours. Blood glucose value was 195 mg/dl which she was treating with oral medication. During troubleshooting, she stated that the insulin pump was not dropped or exposed to a magnetic field but found that the battery cap was damaged. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.